Event description:
It was reported that the device triggered an alert at various times throughout the day without any sequence criteria being met. It was also reported that there was a discrepancy whether the lead integrity alert (lia) was programmed on or off when reviewing the programmer data compared to the translated file. It was further reported that the programmer never showed any alert in the observation box. During a follow-up visit the device alarms were turned off and the patient requested removal of the device. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Performance data was collected from the device and analyzed. No anomalies were found.